Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp replaced the user interface (ui) printed circuit board assembly (pcba) and confirmed that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered up on its own after the power management (pm) printed circuit board assembly (pcba) was replaced for a field change order (fco). It was reported that there was no patient involvement at the time the issue was discovered. A remote service engineer verified with the field service engineer that the reported issue was associated with the pm pcba that was installed during a fco implementation and created an onsite work order for a warranty replacement of the pm pcba.

Manufacturer narrative:
The removed user interface pcba was returned to the product investigation lab (pil) for failure analysis. Visual inspection of the ui pcba did not reveal any signs of damage or contamination. With the ui pcba installed, the technician confirmed that the standard test bed (stb) powered on without any issues through the use of the power on button; the stb also powered down without any issues through the use of the power button and ventilator shutdown button on the touchscreen. With alternating current (ac) power and internal battery connected, the hospital ventilator stb remained in the power down state with no random or spontaneous power ups with the ui pcba installed. The stb passed all testing, and through the use of a fluke 87 multimeter, the technician verified that the ui sw_pwr line (c44/ fb21 pin 3) was at a constant 4.78 vdc, which is the required voltage for the normal operation of the ui and unit operation in the power on and power off state. The technician could not duplicate the failure and concluded that no fault was found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.